Manufacturer narrative:
The customer's glidescope video baton quickconnect large was not returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported video baton serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video baton quickconnect large does not identify any trends exceeding acceptable limits.verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Upon review of the device history for the video baton serial number, it was determined that the device was manufactured on (B)(6) 2021 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, three (3) years and ten (10) months, may have caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton quickconnect large, the light on the video baton was not working and the image was completely dark and also glitched out. No delay in the procedure, use of a backup device, or harm to the patient was reported.